Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped wearing the aligners. They were seen by a dentist and was diagnosed with bone loss due to the use of the aligners. Letter of recommendation requested.